Event description:
Customer reports that the system is exhibiting a charger fail error message, in addition, the initial boot in the morning displayed a high capacity disk failure.

Manufacturer narrative:
A ge rep evaluated the system and determined that the facility wall power had gone down so that the output of the transformer was 108.7 vac. Restrapped the transformer. Output of transformer is now (ac - 120.2, ac1 - 119.8, ac2 - 119.8). System operates as intended.